Event description:
Note: electri-cool ii machine was placed on the carpeted floor next to the pt's bed. Electri-cool ii cooling pad placed on right knee s/p right acl reconstruction. Water level full. Temperature control set at 5-7 degree celsius range. On morning of (B)(6) at approximately 0730, when pt assessed by day shift rn, cooling pad found to be warm. Rn questioned pt whether pad had been previously cool. Pt stated that cooling pad had been warm all night. Pad felt by rn, found to be warm. Machine appeared functioning correctly but double checked by charge nurse. Machine turned off then back on. Pt reported a "surge" of cold thru the pad. Pad again felt and was found to be cooling. After approximately 10 minutes, machine again quit working correctly. Pad again warm. Would not cool. Machine taken out of service and replaced. Pad remained on pt and attached to different cooling machine. Pt complained of severe throbbing pain in knee. Pain persisted despite medication. Discharge delayed.